Event description:
It was reported that the customer had a physical damaged on the insulin pump. The customer's blood glucose level was 466 mg/dl. The customer was treated with a bolus 6 units. The customer stated that the insulin pump had crack and broken. The customer was advised to discontinue use of the insulin pump and revert to a back up plan per healthcare provider instruction. The customer was advised that the insulin pump will need to be replaced.

Manufacturer narrative:
The insulin pump was received with detached end cap. The insulin pump also has minor scratched display window, cracked case at display window corner, cracked battery tube threads and missing end cap sticker. Unable to perform functional testing due to detached end cap.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.